Event description:
At the end of the procedure for atrial flatter treatment, when the ground pad was being removed it was noticed the pt was injured (burned). The size of the burn was about half the size of the ground pad around 1cm x4cm. There was no further treatment required. Ointment was applied. The pt is currently doing well.

Manufacturer narrative:
Device evaluation can not be performed, as the product was not returned. The device was disposed by the account. Additional info obtained through boston scientific sales rep stated that a high power catheter was used with one ground pad (dispersive indifferent patch) or (dip) connected during ablation with an xp generator and apm. It was also reported the ground pad was placed on the lower back of the pt. The specific root cause of the burn can not be determined, as numerous possible causes exists, including, but not limited to: number of electrodes used, improper application or placement of the ground pads, inadequate skin preparation, pads placed over adipose tissue, scar tissue, bony prominence, pads may have become dislodged due to pt movement, etc. Precautions are indicated in the operator's manual for the generator which states: "when using a high power catheter, it is required that two dispersive indifferent patch (dip) electrodes be used as the ablation return electrodes or skin burns may result. The dip electrode should be placed on a well-vascularized, convex skin surface that is in close proximity to the ablation site (left upper quadrant of back, upper arm, or left flank area."